Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed and the alarm was unable to clear. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. Furthermore, the keypad traces and the motor assembly were corroded. Further testing was not performed due to the blank display.